Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned.

Event description:
It was reported to vyaire medical that the ventilator shows xdcr fault alarm continually. Checked with a new patient circuit & test lung but ventilator shows xdcr fault alarm continually. Checked & cleaned flow sensor, exhalation diaphragm & valve body but problems remain same. Then after done all transducer test and found exhl pressure transducer failed. No patient harm.